Event description:
It was reported that the device had no suction and flooded the room. It is unk how much fluid leaked out of the device or if there were circumstances that could have lead to potential injury to user or pts. The account knew no further info.

Manufacturer narrative:
The device was evaluated by a field service rep. The manifold would not seat into the manifold receptacle due to the hole port being out of alignment. This would have caused the manifold port to leak and a vacuum reduction. Risk documents for this type of failure mode rate the severity as a failure resulting in primary function loss. The device was repaired and returned to service after passing functional and safety tests.